Event description:
Initiator (hcp) reported that the pt had received a "hi" reading on the pt's surestep meter and a reading of 268 mg/dl on the hcp's meter approx 5 minutes later. No symptoms were reported. There was no allegation of harm. No other info provided.